Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at dose of 550 mcg/day (including flex dose) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient went to the emergency room (ER) and display intrathecal baclofen withdrawal symptoms. The healthcare provider (hcp) did a dye study that showed no signs of catheter issues. There were no alarms or significant occupancies in the logs. The pump was explanted/replaced on (B)(6) 2017. The representative was not aware of any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved and the patient status was alive with injury. The patient was intubated and in the intensive care unit (ICU).

Manufacturer narrative:
Returned pump analysis found no evidence of anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.